Event description:
Complainant alleged that the clinicians were attempitng to pace a 54 yr old male pt being treated for an acute myocardial infarction, but the device would not pace the pt. The pt's heart rate was 60 pulses per min, and the beats per min was incrementally raised to the following settings of 75, 95, and then 120. The milli-ampene was set between 10 and 20. The clinicians then obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.